Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their aligners are cutting the inside of their cheeks causing sores. Provided hht&t tips, asked patient to file the area and to update if these tips worked.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.